Event description:
It was reported that the bed scale was inaccurate due to the left head end load cell. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.